Event description:
It was reported that customer's insulin pump fell in the water by accident. Customer's blood glucose was unk.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s. (B)(4).

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage inside the insulin pump noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and scratched keypad overlay near left side of display window.